Manufacturer narrative:
(B)(4). The event occurred in 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a small volume intermate separated from the device. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 20, 2014 to october 21, 2014. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted the blue winged luer cap had separated from the distal luer lock. However, the device was not received in its original packaging, so it is not clear if the device was nonconforming. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.